Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, h3) a manufacture representative went to the site to test the navigation system. The camera was replaced and the system performed as intended.  Codes: b01, c07, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site had a localizer faulted error. There was no patient involvement. Troubleshooting was performed, the system displayed that the internal temperature and bump status were triggered upon checking the ndi toolbox.

Manufacturer narrative:
Evaluation of the returned camera 9735821r lot# p900339 confirmed the event. A check of the event log showed intermittent I lluminator current low dating back to jul 2017 and intermittent firmware incompatibility dating back to aug 2017. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .254mm with a passing threshold of .250mm. Evaluation codes b01, c02, d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.